Event description:
The customer reported to olympus, leakage was noted at the plug unit contact pins of the gastrointestinal videoscope. The issue was found during maintenance. The device was returned and an evaluation at the repair center revealed remnants of white crystallized contamination believed to be infacol (simethicone) within the auxiliary channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. There were few additional findings. The light guide cover glass and optical cover glass was chipped. The glasses adhesive and distal end adhesive was worn out. The insertion tube had minor crush marks and delamination. The air/water housing colored ring was worn out. The switch one (1) was damaged. The light guide tube had minor marks. The plug body labels were damaged. Fluid ingress was noted at the scope connector. The image exhibited uneven illumination. The device exhibited reduced angulation and play of the control knob was out of normal state. The device failed the electrical safety test. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct e2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material located in the auxilliary water channel could not be identified. The root cause of the foreign material could not be specified. The event may be prevented by following the instructions for use which state: "3.8 inspection of the endoscopic system. Inspection of the objective lens cleaning function: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water." Olympus will continue to monitor field performance for this device.